Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. Per the complaint information the cause of the se 2240 is due to the patient having a clamp open on an unused supply line. The root cause is use error. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) had the hp verify that the unused clamps were closed. The hp stated that they were open. The tsr had the hp recycle the power on the hc. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient's (hp) nurse stated she was not aware of the alarm. She said everything was going well for the hp. The writer recommended retraining as the alarm was caused by use error, and the nurse understood. No patient injury or medical intervention was reported.